Manufacturer narrative:
(B)(4). When investigation is completed a follow up report will be sent to the FDA.

Event description:
A service call was logged with the text "hop for batteries." There was no reported pt involvement.